Event description:
It was reported that the balloon was stuck with the guidewire. The target lesion was located in the severely calcified artery. A 10mmx3.50mm wolverine cutting balloon was selected for percutaneous coronary intervention (pci). During the procedure, the wolverine balloon got stuck with the non-boston scientific guidewire. The catheter and guidewire were removed as one unit from the patient's body and the procedure was completed with another of the same device. No patient injury was reported.